Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced hematoma, recurrent ventral incisional hernia repaired with new symbotex mesh, drainage of ascites, hematoma, left groin seroma, recurrence of left inguinal hernia repaired with progrip mesh, drainage of peritoneal fluid, inguinal bulging due to parietex mesh protrusion through the peritoneal cavity. Treatment provided for these conditions include removal and revision surgery.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a an umbilical hernia. It was reported that after implant, the patient experienced hematoma, recurrence, ascites, seroma and bulging. Treatment provided for these conditions include revision surgery, drainage of peritoneal fluid and laparoscopic hernia repair. New information shows that the product within this report was not used or otherwise involved in the reported issue.